Manufacturer narrative:
A complete analysis of 1 opened and used reservoir the transfer guard needle was found not centered and failed per specifications during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the needle inside the reservoir was bent and not attached to the center of the vial and insulin had leaked. The customer's blood glucose level was unknown. The product was returned for analysis.